Event description:
Per the clinic, the patient experienced an infection at the incision site and subsequently was treated with antibiotics (specific type, date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced swelling at retroauricular area with inflammation and painful skin fluctuations (specific date not reported). On (B)(6) 2025, the patient underwent aspiration with incision and drainage of purulent material. The patient was then hospitalized for three days and received IV treatment (sepcific dates and type of medication not reported). During hospitalization, extrusion with presence of mucous buds around the wound was observed (specific date not reported). The patient also experienced necrosis at implant site (specific date not reported). On (B)(6) 2026, the patient was placed under general anesthesia and underwent revision surgery during which necrotic tissue was excised, and the wound was cleaned and closed. Post-operatively, the patient was treated with oral antibiotics and steroid (specific date and duration not reported).